Event description:
A customer site in (B)(6) filed a complaint stating that they generated discrepant (B)(6) results during (B)(6) 2011 and (B)(6) 2011 for 9 samples when using the cobas s201 taqscreen mpx test -us-ivd (m/n 04584252190; batch p05237). When tested with cobas ampliscreen hcv v2 test (m/n 03302563018; batch n17239), cobas ampliscreen hiv-1 v1.5 test (m/n 03322114018; batch n09377) and cobas ampliscreen hbv test (m/n 03599779190; batch p02807), all results for the 9 samples were (B)(6). The serology test results for the 9 samples are currently unknown.

Manufacturer narrative:
Eleven donors generated taqscreen mpx (B)(6) results during individual sample testing (resolution pooling). These 11 mpx results were discrepant to serology given that all samples were found to be serology (B)(6) . Due to result discrepancies between serology and mpx testing, discriminatory testing was performed on the mpx (B)(6) samples to identify the (B)(6) viral target. (B)(6) results were obtained for the eleven donors when tested with cobas ampliscreen (cas) tests for (B)(6). All samples tested by cas were processed using standard sample processing procedure. The frequencies of occurrence for this type of result discrepancy at the customer site were 0.06% with lot p01607 ((B)(6)), 0.04% with lot p05237 ((B)(6)) and 0.01% with lot p05281 ((B)(6)). The affiliate confirmed that all complaint samples were discarded and not released for donations due to the mpx (B)(6) results. Although samples were requested for investigative testing, there were no samples available for further investigation. Review of the roche test package inserts, cobas taqscreen mpx (m/n 04788362001-05en, doc rev. 5.0, 1/2010), cas hbv test (03599833001-07en doc, doc rev 7.0, 1/2010), cas hiv-1 v1.5 (05120705001-02en, doc rev 2.0 10/2009) and cas hcv v2.0 (04711815001-02, doc rev 2.0 5/2006), indicated the following: there are significant limit of detection (lod) differences between mpx and cas that may help explain the result discrepancies obtained by the customer when testing some of the sample with both tests. Given that the mpx test has significantly lower lods for (B)(6) relative to cas discriminatory testing, it indicates that lower viral concentrations can be detected with mpx including concentrations that are below the ranges of detection for cas testing. The mpx package insert states that an approximate 0.12% incident rate of (B)(6) may occur in samples tested with mpx relative to serology and cobas ampliscreen test results and, in rare cases, results of alternate nucleic acid tests. In this case allegation, the reported frequencies observed at the customer site for all three complaint lots are below the expected rate of 0.12%, indicating the mpx test is performing within product claims. (B)(4).

Manufacturer narrative:
The investigation into this reported issue is ongoing, and therefore, no conclusion can be drawn at this time. The conclusion of this investigation will be reported through a follow-up report. (B)(4).